Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the anomaly was confirmed. The source of the high current drain was excessive leakage internal to one of the filter capacitors.

Event description:
It was reported that the pacemaker was replaced due to possible premature battery depletion. No patient complications have been reported as a result of this event.